Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r-wave oversensing and inappropriate automatic mode switch. No changes or intervention was reported. There were no patient consequences.